Event description:
It was reported that the pt experienced loss of sound, followed by no lock between the implanted device and the external equipment. External equipment was exchanged. However, this did not resolve the issue. Device revision surgery has been scheduled.